Event description:
It was reported the patient presented to the emergency room after the right ventricular (rv) lead delivered inappropriate shocks due to a possible fracture. The lead had high impedance and was oversensing. The implantable cardioverter defibrillator (ICD) was inactivated and the patient was placed on an external defibrillator pending a lead revision. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 7232cx implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2005. (B)(4).